Manufacturer narrative:
Event problem and evaluation codes: updated after device evaluation. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found smiths tampered seal label was missing, scratches and cracks found on lcd lens screen. Unable to duplicate customer's stated problem however the error was found to have happened in the device ehl (event history log) multiple times. Replaced main board for preventive measure. The cause of the reported problem could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
It was reported that a smiths medical pump had a power loss problem at start up. No patient involvement